Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was elevated high blood glucose despite bolus on. Customer was tried to changed out infusion set and insulin but no change elevated blood glucose. Customer stated that removed the insulin pump and bolused 3 x to find out it drops. Insulin pump had first two boluses of the boluses with no drops and only drops on third bolus. Customer was treated elevated high blood glucose with insulin pump and pens. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.